Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be provided upon conclusion.

Event description:
A (B)(6), male patient underwent an endovascular aortic repair (evar) procedure. It was reported six months post evar, the patient developed pain due to complete right limb occlusion due to thrombus. It was indicated the patient required a fem-fem bypass to treat the occlusion. This case is for the device zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-74-zt). Refer to medwatch number 1820334-2017-00471 for the additional device from this event.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Images from (B)(6) 2016 and (B)(6) 2017 were reviewed. Pre-implantation computed tomography angiography (cta) and post-implantation cta seven months later were provided. The post-implantation cta was reportedly performed six months after implantation. Both scans indicate significant cardiac disease. Both common iliac arteries were aneurysmal necessitating bilateral zsle implantation in the external iliac arteries (eia). Right leg thrombosis at six months post implantation involving two zsle¿s was confirmed. At the distal z-segment distal sealing stent junction, zsle-13-56 constraint to 8x12mm resulted in significant additional lumen restriction by redundant fabric. This was secondary to severe right eia tortuosity and moderate pre-implantation atherosclerotic stenosis. A widely patent lumen would have required an additional self- expanding bare metal stent. The measured lengths of the proximal stent matched a zsle-13- 107 rather than the zsle-13-122 listed in the complaint report. Given a missing scan segment, it is possible but unlikely that the shorter stent measurement was artifact. A left ventricular aneurysm with thrombus may have embolized the right limb. Slow arterial flow increased the thrombogenicity of the constrained zsle-13-56. The right eia was severely tortuous and moderately narrowed at the eventual location of the zsle-13-55 stent. A thrombus containing left ventricular aneurysm may have embolized to the right leg. The cardiac output was slow leading to slow arterial transit time. This increased the thrombogenicity of the constrained zsle-13-56. As stated in the IFU, increased right leg thrombosis risk based on the pre-implantation morphology was predictable but could have been ameliorated if additional support had been provided by a self-expanding bare metal stent. Cause of adverse events was observed. Reported right leg pain claudication was secondary to zsle thrombosis. Per the IFU, ¿vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of the regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event.¿ based on current information, it is feasible to suggest the restriction at the distal end of the zsle-13-56 stent was caused by the patient¿s pre-existing severe right external iliac artery tortuosity and atherosclerotic stenosis. In addition, the complaint device zsle-13-122 does not meet the dimensions of that device and may actually be a different device (zsle-13- 107). It is feasible to suggest that a left ventricular thrombus may have led the embolized right limb. It is also feasible to suggest that the constrained zsle-13-56 and slowed cardiac output increased thrombogenicity of the zsle-13-56. Therefore, based on current information, it is feasible to suggest the leading cause of the patient¿s right leg claudication was anatomy-related. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that on an unknown date, a 66 year-old male patient presented with pain and claudication secondary to right limb thrombus (complete occlusion) of a previous endovascular aneurysm repair (evar). On (B)(6) 2017, the patient underwent another evar via fem-fem crossover to treat the occlusion. The reporter stated that "everything was fine after surgery." This report is for the device zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-56-zt). Refer to medwatch number 1820334-2017-00471 for the additional device from this event.